Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, mega needle driver was found to have torn cable. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.